Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection showed no unusual conditions were detected. Functional testing could not confirm the complaint. Based on the analysis performed on the sample no root cause could be determined since the complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required since the complaint was not confirmed.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient required an emergency trach change for unknown reasons. Prior to trach change, the rn tested replacement cuff for proper inflation. It was noted that the cuff was only inflating on one side. Tried again and noted the same problem. Another trach was obtained and confirmed the cuff was properly inflating. It was unknown if it was a balloon issue.